Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I results is user error. The customer error was discovered when the customer called about a qc issue. It was found that an operator had changed the calibration type from a logit calculation to a linear regression calculation. This caused a shift down in patient and qc recovery. It is unknown why the customer continued to use the method while the qc was recovering about 50% lower than previously obtained on the same lot. Siemens was able to use the existing customer calibration data to recalculate all of the results generated by the instrument and give the corrected results to the customer. Siemens has requested the customer to do a look back using the sample ids with the corrected results and to report to siemens about any adverse events or effect on patient treatment. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed troponin I results were obtained on a group of patient samples. The patient results were reported to the physicians. It was later discovered by the account that an improper calibration had been accepted. Recalculation of the result showed that the reported results were falsely depressed. It is unknown if patient treatment was altered or prescribed as a result of the falsely depressed troponin I results. There was no report of adverse health consequences as a result of the falsely depressed troponin I results.